Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer would either clear the alarm and resume insulin delivery or change supplies and then resume insulin delivery. Reportedly, the customer wears their infusion set sites on their legs. The customer experienced blood glucose (bg) levels ranging from the low 50's (mg/dl) to high 400's (mg/dl) and moderate levels of ketones flushed with water. The customer consumed carbohydrates or juice to treat the low bg levels and delivered boluses to address the high bg level. Reportedly, the customer uses their cartridges with humalog insulin for up to 72 hours. Tandem technical support advised for them to stick with 48 hour labeling. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Recommendation was made to consult with health care provider to discuss diabetes management.